Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's detachable battery harness, detachable battery board, power supply and detachable battery were replaced to address the issue. The detachable battery harness, detachable battery board, power supply and detachable battery were evaluated by the manufacturer's product investigation laboratory (pil) and found the detachable battery harness, detachable battery board, power supply and detachable battery functioned as designed and operated without issue or error codes.

Manufacturer narrative:
Device was evaluated by a third party field service engineer.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's detachable battery harness, detachable battery board, power supply and detachable battery were replaced to address the issue.